Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. There is no allegation of a device malfunction or deficiency reported for this event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly and reported being on hemodialysis (hd) for the last week due to an infection. The patient was advised to try the cycler again the next night and to contact the pdrn. Additional information was obtained through the patients peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with an ileus (paralytic obstruction) with enterobacter bacteria. The patient was discharged on (B)(6) 2021. No additional information pertaining to the hospitalization was provided. It is unknown if the ileus was caused by transmigration of the enterobacter bacteria due to an unspecified infection as the patient initially stated, or if the patient was diagnosed with the ileus which produced bowel distension above the obstruction resulting in increased pressure and leaking of toxic bacterial products into the peritoneal cavity. It was not confirmed if the patient was diagnosed with an infection during this event. The patients drain complications have since resolved.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly and reported being on hemodialysis (hd) for the last week due to an infection. The patient was advised to try the cycler again the next night and to contact the pdrn. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with an ileus (paralytic obstruction) with enterobacter bacteria. The patient was discharged on (B)(6) 2021. No additional information pertaining to the hospitalization was provided. It is unknown if the ileus was caused by transmigration of the enterobacter bacteria due to an unspecified infection as the patient initially stated, or if the patient was diagnosed with the ileus which produced bowel distension above the obstruction resulting in increased pressure and leaking of toxic bacterial products into the peritoneal cavity. It was not confirmed if the patient was diagnosed with an infection during this event. The patient¿s drain complications have since resolved.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.